Event description:
It was reported that when customer tried to remove the balloon, the water did not come out easily from the foley catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. When deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]. Non-rupture method 1) attach luer tip syringe to the inflation valve. Inject an additional amount of sterile water into the inflation lumen and pump the plunger. 2) if situation wouldnt be improved with 1), sever the inflation funnel of valve. 3) if situation wouldnt be improved with 2), sever the catheter shaft while holding it with forceps so that the distal segment may not be drawn into the urethra. 4) if situation wouldnt be improved with 3), insert a needle into the inflation lumen and pump the plunger. 5) if situation wouldnt be improved with 4), insert a fine steel wire through the inflation lumen of catheter. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when customer tried to remove the balloon, the water did not come out easily from the foley catheter.